Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 06/25/2021. Flow rate testing confirmed that the flow rate deviation was -1.7%. The flow rate accuracy was within the +/-5% specification. The reported flow rate issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00033.

Manufacturer narrative:
A complaint handling specialist of infutronix confirmed that the affected device was received on (B)(6) /2021. The affected device is pending evaluation.

Event description:
On (B)(6) 2021, a complaint handling technician of infutronix reported an issue on behalf of an end user: "pump infused 5 hours fast." Device operator was a registered nurse. Medication infused was unknown. A patient was involved but not harmed.